Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high threshold and loss of capture. Other electrical measurements were normal. The device was reprogrammed. There were no adverse consequences to the patient. The patient would continue to be monitored.